Manufacturer narrative:
One 2.9 osteoraptor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the proximal end of the anchor on one side at the suture slot. The condition of the device indicates axial alignment was not maintained during insertion of the anchor. Per the device IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair¿. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the anchor broke during insertion. All pieces of the broken anchor were removed from the patient. A backup device was available to complete the procedure with no reported patient impact.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. C-(B)(4).